Event description:
It was reported the oic implant is broken during the surgery. The doctor changed the implant to complete the operation.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to be cracked upon visual inspection. Device history review indicated all released units met specifications. Conclusion: the plausible root cause of this event is not determined and multifactorial.

Event description:
It was reported the oic implant is broken during the surgery. The doctor changed the implant to complete the operation.